Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic patient services received a call about a systemic allergic reaction that occurred after a venaseal procedure. Patient had 2 venaseal implants on (B)(6) 2025 & (B)(6) 2025. The onset of symptoms was a couple of days after her first procedure. Both small saphenous veins (ssv) were treated and reaction was present in both. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Compression was utilized. The vascular surgeon chose to repeat usage of n-butyl cyanoacrylate after he realized (from first exposure) the patient was allergic to cyanoacrylate which caused and continues to cause a daily severe systemic allergic reaction that has lasted 44 days so far. The patient shakes, is feverish, experiences chills, low blood pressure, full body or partial body itching (hives), red inflamed skin, palpitations, shortness of breath, nausea, head and face are hot and feel flush every day. Concomitant medical products and other treatments include 81mg aspirin, restassis, rosuvastatin, & vesicare. A medral dose pack was prescribed and according to the physician the itching had largely disappeared.

Manufacturer narrative:
Additional information: vascular surgeon used venaseal (n-butyl cyanoacrylate) glue to close varicose veins that caused a type IV hypersensitivity issue and caused mast cell activation syndrome. Almost 3 months later still experiencing severe issues and mast cell flares and will experience issues for about 5 years because of this glue product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: vascular surgeon used venaseal a second time after noting the patient had an allergic reaction to the glue causing a systemic allergic reaction with symptoms that include heart palpitations, tremors, full body hives now chronic hives to present day, high blood pressure levels, dizzy, nauseous, unsteady, fainting, slurred speech, headache, very fuzzy and memory impairment, diarrhea, shortness of breath, etc. The n-butyl cyanoacrylate may have triggered mast cell syndrome; patient waiting to see allergist/immunologist again. The patient is unable to eat anything with soy, sulphites, nitrates, any high histamine foods or full body hives result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.